Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v sbm 6m m 5.7mm 10mm ((B)(4)) was returned for investigation. Visual inspection of the as returned product identified a fracture at the collar as reported. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: date of this report device expiration UDI: (B)(4). Date received by manufacturer: checked "follow-up": checked follow-up type: changed "no" to "yes": date of manufacture: entered evaluation codes: added manufacturer narrative.

Manufacturer narrative:
Relevant test, implant date: not provided and are unknown. Additional 510k numbers k011028 and k013227. (B)(4).

Event description:
It was reported that an integrated implant had fractured and was removed.